Event description:
A new 500 ml bag of d5ns was started with new tubing to run at 100 ml/hr. When rn went to clear pump, it indicated that a little over 200ml had been infused but bag had much more volume missing from bag. The channel was immediately taken out of use, tagged for biomed, and md notifed.======================manufacturer response for alaris pump model 8100 (per site reporter).======================this model is listed as a class I recall.